Manufacturer narrative:
N/a.

Event description:
The following has been reported: nurse reported : a set of the ivenix lvp primary administration set pulled apart and popped off at the distal end of the tubing. This is the end/part that screws into the patient's IV line or another tubing set. No patient harm or active infusion. Occurred before use/during set-up. Had to use another set of tubing. A preliminary review of the logs identified the following issue: administration set breaks (any part). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture was available for investigation. Without the proper sample or picture it is not possible to determine the root cause of the reported failure. Therefore, the customer complaint cannot be confirmed. The probable root cause could be a defective or loose rotating luer lock, which may have resulted in the reported defect. However, a sample or picture should be evaluated in order to determine the exact root cause. The current process controls detection include post sterilization sampling final inspection; the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing;100% visual inspection is performed in manufacturing line.